Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an occlusion error while in use with patient. There was no patient or clinical harm.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) confirmed the reported problem. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. As a preventive maintenance downstream occlusion sensor (dso) was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.